Manufacturer narrative:
G4:28dec2020 b4:(B)(6)2020 the device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the main harness and the 3.1 g power supply needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the main harness and the 3.1 g power supply to resolve the issue. The device passed all testing and returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
It was reported to philips that the device was not activating. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.